Manufacturer narrative:
Additional device information (expiration date): 03/2005. Device manufacture date: 03/2003. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two different model leads. This report is in reference to the model 3186 lead. It was reported the patient had been receiving inadequate stimulation due to high impedance. As a result, the patient's lead was explanted and replaced. Also, the replacement lead was implanted in a new location. Surgical intervention resolved the patient's issue.